Event description:
It was reported that the catheter was used on the patient for post-operative pain control. On the second day of use, the patient experienced great pain and felt wet on their back. The catheter was checked by the doctor and the catheter was found to be broken. The piece of catheter was removed without surgical intervention.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.